Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: model: d224trk, bi-v ICD; implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead pacing threshold has increased over the past two years to the current high level. The lead currently remains in use. No patient complications have been reported as a result of this event.